Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient is being shocked while lying down. This is related to positional movement. The patient turned their stimulation off and the shocking stopped. This was considered a sudden change in therapy. The patient will be seeing a new healthcare provider (hcp) and is planning on arranging for a manufacturing representative (rep) to come to the appointment. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.